Event description:
User experienced discrepant sodium results for approx 300 pt samples. Only the following pt examples provided. Pt 1, initial result, 2008, 140 mmol/l, repeated two days later, gave 131 mmol/l. Pt 2, initial result, 2008, 139 mmol/l, repeated two days later, gave 132 mmol/l. Initial results were reported. No adverse event reported in association with the incorrect results. The field service rep was unable to determine the root cause. Performance test performed which were within specification.